Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio did observe that the customer¿s defibrillation therapy cable assembly had physical damage. The cable was replaced, however the damaged cable did function properly. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead. Without this functionality, the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient was (B)(6) years old. No further details about the event or the patient was provided by the customer. The customer did advise that the device use did not have an effect on the patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The patient was 85 years old. No further details about the event or the patient was provided by the customer. The customer did advise that the device use did not have an effect on the patient outcome. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, but was unsuccessful.